Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a CAPA / non-conformance review, and a complaint history review. Investigation is summarized as follows: customer data review customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m sti amp kit (list 09n17-091) lot 415152 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m sti amp kit (list 09n17-091) lot 415152. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m sti amp kit (list 09n17-091) lot 415152. Complaint trending was performed and did not identify an adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sti amp kit (list 09n17-091) lot 415152 was not identified.

Manufacturer narrative:
Correction to h4.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m sti assay, list list number 09n17-091, which is the same/similar to the alinity m sti assay, list number 09n17-095, which received FDA approval.

Event description:
The customer a reported false negative chlamydia trachomatis (CT) result on the alinity m sti assay. Sample ID (sid) (B)(6) (urine sample in multi-collect tube) was tested on (B)(6) 2026 using the alinity m sti assay. The result was negative for CT and mg (mycoplasma), but positive for ng (nerissa gonorrhea). Upon confirmation using the gen expert CT/ng assay it resulted as CT and ng positive. The customer resuspended the urine in a fresh multi-collect kit and repeated it on the alinity m with sid (B)(6), and the result was "not detected" for both CT and ng. The patient sample was then run on the roche cobas 6800, which was positive for both CT and ng. The medical microbiologist stated that the confirmatory assay failed to detect c.trachomatis dna and may indicate either a low level of organism in the specimen or a false reaction in the assay. A follow up sample is recommended if clinically indicated. The patient has not yet had empirical treatment. There was no report of impact to patient management.